Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes did not separate the serum after being spun down. No serious injury or medical intervention was reported.

Event description:
It was reported that the bd vacutainer® serum blood collection tubes did not separate the serum after being spun down. No serious injury or medical intervention was reported.

Manufacturer narrative:
Correction: due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other, device single use?: no, device returned to manufacture: yes. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated. Further follow-up with the customer found that the customer was only allowing to clot for 30 minutes. According to the IFU (information for use) the tubes are to sit for 60 min to clot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos and samples met the required specifications. Based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.